Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. Customer was recommended to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. However, unit alarmed pump error during rewind due to corroded motor switch. No critical pump error noted. Unit received with corroded electronic assemblies. Unit received with cracked case (battery tube), minor scratches on case and minor scratches on lcd window.